Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings. 1. Visual inspection revealed laminated, ring thrombus formations that surrounded the inlet bearing cup and inlet bearing ball. 2. Visual inspection of the textured, blood-contacting surface of the inlet elbow revealed a smooth, adhered, tissue-like lining. 3. Visual inspection of the driveline revealed a fracture in the pump-end bend relief. 4. Visual inspection revealed corrosion that was observed in the motor capsule surrounding all the pins for all three motor phases. 5. Visual inspection revealed that the protective spiral wrap surrounding the driveline leads to the motor capsule had broken off in pieces that appeared brittle. Thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). This evaluation also revealed corrosion surrounding all three of the electrical pins on the motor capsule and damage to sections of the protective spiral wrap surrounding the electrical leads. Additionally, damage to the pump-end bend relief near the pump housing was observed. A specific cause for these findings could not be conclusively determined through this evaluation. Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 2.5¿¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 3.5¿ of the sealed outflow graft was returned attached to the outlet elbow. An additional 4¿ graft segment was also returned. The sealed outflow graft bend relief was returned detached from the sealed outflow graft hardware. The bend relief collar was not returned. Upon disassembly of (B)(6), dark red, laminated, ring-shaped thrombus formations were observed surrounding the inlet bearing cup and inlet bearing ball. The two thrombus rings were similar in color near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the device was supporting the patient. Evaluation of the textured, blood-contacting surface of the inlet elbow revealed a bright red, smooth, adhered tissue-like lining that was disrupted upon disassembly. The lining appeared to extend from the flex section knitted graft into the proximal side of the inlet elbow. This deposition appeared to have been partially present during support; however, it did not appear to have obstructed blood flow as evidence of adequate surface washing was observed throughout the remainder of the pump. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation; however, if these depositions were in the pump during operation, they could have contributed to the elevations in pump power and elevated lactate dehydrogenase (ldh) previously reported. Visual inspection of the remaining blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The electrical lead connections to the terminals of the motor capsule were properly soldered and encapsulated in silicone; however, discoloration/scorch marks were noted surrounding all three pins. Additionally, sections of the protective wrap surrounding the electrical leads had cracked, and manipulation of the leads during disassembly caused several of the cracked pieces of the wrap to break off. Visual inspection of the underlying electrical leads revealed that they appeared intact and free of damage. The returned portion of the driveline revealed a fracture in the pump-end bend relief that exposed the bionate layer. It could not be determined through this evaluation if the fracture was present during clinical support. The bionate and metal braided shield appeared unremarkable and free from damage. No other anomalies or signs of damage were observed. Electrical continuity testing of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage in the insulation of the driveline wires. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev c, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Section 1 and section 6 of the IFU, outline indications of pump thrombosis as well as how to respond to such events. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report elevated ldh: 2916596-2022-10363.